Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable root cause of the malfunction forceps elevator has a burn.is likely due to the customer used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. The adhesive around light guide lens is peeled is probably due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the forceps elevator, and the adhesive around light guide lens is peeled. There was no patient involvement.